Manufacturer narrative:
This report is submitted on july 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use. A CT scan revealed that the electrode array had migrated and subsequently the device was explanted on (B)(6) 2018.